Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device was no longer beeping during the alarms and alerts. The customer¿s blood glucose during the incident was unknown. The device did not pass troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
The pump passed the selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement tests. No unexpected insulin flow blocked alarms were noted. The pump was received with the audio alert functioning properly. No audio alert anomaly was noted. The pump error 63 alarm was confirmed in the pump history due to a broken pin on the keypad assembly.